Event description:
It was reported, there was difficulty advancing the lead. Temporary extension had been removed and two extensions were implanted. The health care provider had difficulty fully inserting the lead into the extension body. All impedances were out of range after several attempts to reinsert. Three extensions were attempted. Eventually impedances were normal for electrodes 8-15 but were not normal for electrodes 0-7. It was noted essentially the health care provider used mineral oils and all impedances were normal. Follow up reported there were no further diagnostics run. The cause of the issue was not determined. There were no interventions taken or planned. The patient was receiving effective therapy. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the extension (serial #(B)(4)) revealed no anomalies. The extension is functionally okay. The distal end connector was tested to see if the lead insertion and withdrawal force met specification. The testing showed that the extension was within specification. The extension connector needs to be kept straight while inserting a lead, otherwise it can cause a significant increase in insertion force needed.

Event description:
Additional information received reported there was no patient injury in relation to this event.

Manufacturer narrative:
Uf/imp number: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID, 39565 lot# serial# (B)(4), product type lead product ID, 3708160 lot# serial# (B)(4), product type extension product ID, 3708160 lot# serial# (B)(4), product type extension product ID, 3708160 lot# serial# (B)(4), product type extension. (B)(4).